Event description:
It was reported that on the same day as, but subsequent to, the implant procedure, the right ventricular lead exhibited acute dislodgement. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.